Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 587 mg/dl. Customer has been off the pump for a day and a half. Customer states that he needs assistance in relinking meter and transmitter to insulin pump. Customer was assisted in doing so. The product will not be returned for analysis.